Event description:
Nurse reported hospitalization due to high blood glucose. The blood glucose reading is 530 mg/dl. Customer stated that the insulin pump alarmed no delivery. The blood glucose levels continue to rise. The current blood glucose reading is 228 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.